Event description:
As reported, during a tf tavr case in an aortic insufficiency patient, the first 29mm sapien 3 valve migrated ventricular. The valve was originally 90:10 (aortic/ventricular) then migrated 10:90 (aortic/ventricular). A second 29mm sapien 3 valve was place more aortic but the native leaflets were still functioning above the valve, the 1st valve was too ventricular to be able to catch and hold open the native leaflets. A third 29mm sapien 3 valve was placed to full open the leaflets in the annulus. The final inflation was with +10ml volume and the balloon tore radially during inflation and could not be removed via the esheath. The patient was taken to vascular surgery for removal as the delivery system was getting caught in the iliac and at the distal end of the sheath. The devices could not be recovered for return.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-03891 and 2015691-2022-03892.investigation is ongoing.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-03891 and 2015691-2022-03892. Investigation is ongoing.

Event description:
As reported, during a tf tavr case in an aortic insufficiency patient, the first 29mm sapien 3 valve migrated ventricular. The valve was originally 90:10 (aortic/ventricular) then migrated 10:90 (aortic/ ventricular). A second 29mm sapien 3 valve was place more aortic but the native leaflets were still functioning above the valve, the 1st valve was too ventricular to be able to catch and hold open the native leaflets. A third 29mm sapien 3 valve was placed to full open the leaflets in the annulus. The final inflation was with +10ml volume and the balloon tore radially during inflation and could not be removed via the esheath. The patient was taken to vascular surgery for removal as the delivery system was getting caught in the iliac and at the distal end of the sheath. The devices could not be recovered for return.

Manufacturer narrative:
Additional information received and added to b.5. Corrected b.7 based on the additional information received. Investigation is ongoing.

Event description:
Medical records were received and reviewed. At the time of the tavr the patient presented with severe aortic insufficiency in the setting of aortic annular ectasia and dilated ascending aorta, moderate mitral valve insufficiency, and valvular cardiomyopathy with severe left ventricular dilatation with ef of 47%, and pre procedure high probability of pulmonary hypertension. CT findings reported early fibrosing interstitial pneumonitis. The patient underwent a right common femoral artery transfemoral tavr 29mm sapien 3 valve placement in the aortic position. The procedure was complicated by peri leak around the 29mm sapien 3 valve and potential migration towards the left ventricle. A second 29 mm sapien 3 valve was deployed at a higher location, however the native aortic valve cusps appeared to overhang the upper edge of the valve, a third 29mm sapien 3 was implanted with an additional 10cc with excellent results. The balloon ruptured during this valve deployment and could not be safely withdrawn through the right femoral artery. The patient was transferred to the or for surgical removal. A right femoral and external iliac endarterectomy with patch repair, right external iliac stenting and left femoral repair were done. Post-deployment mean gradient was 10mmhg with no aortic valve prosthetic regurgitation and trivial inter-prosthetic regurgitation.

Manufacturer narrative:
The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to this case's associated codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Imagery was provided from the field. Some calcification was present in the patient's native annulus. Tortuosity was present in the patient's access vessels. The IFU, device preparation manual, and procedural training manual. During valve delivery, before deployment, ensure that the valve is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Begin valve deployment by first unlocking the inflation device provided by edwards lifesciences. Begin rapid pacing; once systolic blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Deploy the valve by inflating the balloon with the entire volume in the inflation device provided by edwards lifesciences, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. When the balloon catheter has been completely deflated, turn off the pacemaker. If delivery system balloon bursts or leaks during deployment without thv embolization. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system. Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization if a balloon burst is suspected, attempt to visualize location to tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. Since no edwards defect could be confirmed, no corrective/preventative actions are required. The balloon burst and withdrawal difficulties were unable to be confirmed due to unavailability of returned device and /or applicable imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. The complaint description states, ''a third 29mm sapien 3 was implanted with an additional 10cc with excellent results. The balloon ruptured during this valve deployment and could not be safely withdrawn through the right femoral artery.'' While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, a pre-existing valve (valve-in-valve) can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, +10 cc's were added to the normal volume for inflation. The prescribed nominal inflation volume is provided in the IFU. Nominal inflation volume for a 29mm commander delivery system is 33ml. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As such, available information suggests patient (pre-existing valve) and procedural factors (over-inflation, withdrawal of burst balloon) could have contributed to the event.